Event description:
It was reported that the insulin pump had a low reservoir alarm and the screen was blocked. The patient reportedly tried to change the battery but the insulin pump had no reaction. The time was advancing normally. No other functions were reportedly working. The insulin pump began to function again twenty four hours later, following a battery change. It may have been humid. The customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. It was possible to access different screens on the insulin pump and no blocked screen was noted during testing. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a stained end cap sticker and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.